Event description:
It was reported that when removing the foley catheter, a health professional attempted to withdraw water from the balloon with syringe and only 5cc withdrew despite multiple attempts. The catheter was cut without release of remainder fluid. Health care professional then attempted to "milk" the bulb without success. The foley was removed with partially inflated balloon.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per the evaluation, the sample was classified as a poor sample condition and several tests could not be carried out to determine the root cause of the problem. The exact time of how and when problem occurred could not be determined. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿to deflate catheter balloon: gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient."

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when removing the foley catheter, a health professional attempted to withdraw water from the balloon with syringe and only 5cc withdrew despite multiple attempts. The catheter was cut without release of remainder fluid. Health care professional then attempted to "milk" the bulb without success. The foley was removed with partially inflated balloon.